Event description:
It was reported that during a coronary drug eluting stenting treatment procedure both lesion crossing difficulties and stent damage occurred. In 2005 the target lesion was located in the proximal right coronary artery (rca). A 2.5 x 15 mm crossail balloon was used to predilate the lesion. The taxus stent express2 3.5 x 20 mm drug eluting stent was then advanced but could not cross the lesion. It is unk when the stent damage was noticed. An unk stent was used to complete the procedure. There were no reported pt complications.